Event description:
Mayfield head pins were applied and the device was tightened. While the neurosurgeon adjusted the height, the headpins loosened and slipped. As a result of the slippage, the pt sustained a scalp laceraction requiring sutures to close. Report #10-0038-2005-0011.